Event description:
It was reported that during a recto-sigmoid resection, the surgeon fired the stapler and noticed significant bleeding out the anus; he moved to open and over sewed the anastomosis. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.